Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon "lamp error a/b occurs" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that there was a lamp error while using the video system. The issue occurred during preparation for use for a diagnostic procedure (cystoscopy). The procedure was delayed two weeks and there was no patient harm associated with the event.